Manufacturer narrative:
(B)(4). Bmet is trained by the manufacturer. As per the user facility's bmet, during reboot the display went blank and the cooling fan stopped. The pump would then restart on its own, going through the boot up process and communicating with the system 1 as expected. The pump was being used in the cardioplegia (cpg) position.

Event description:
The biomedical technician (bmet) reported that during preventive maintenance (pm) of the device, when performing the pump jam test the pump sometimes rebooted, other times operated as expected. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. As per the service repair technician (srt), there are no parts to replace. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded. The field service representative (fsr) replaced the customer pump with a loaner and sent the suspect device to the manufacturer for evaluation.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2017, the pump was started and 30 seconds later the pump stopped and reported a display supply error and a vmot voltage range error followed by a reboot. This can occur when causing a pump jam due to the high current draw exceeding the network interface card (nic) limit. This will cause the pump to reboot as reported. During laboratory analysis, the product surveillance technician (pst) was not able to duplicate the complaint while testing in accordance with known perfusion techniques, however a onetime rebooting of pump occurred and was likely due to current overdraw during extreme over occlusion causing the network interface card (nic) to reset the pump.